Event description:
Complait was initially forwarded to "allegiance healthcare corporation" who is one of euromedical's distributor in united states. "Euromedical" the manufacturer of the devices only received the complaint from "allegiance healthcare corporation" in january 2002.

Event description:
Catheters are brittle and cracking. Tip of catheter broke off in patient's bladder and required surgical intervention. Further information received from the customer indicates that the urologist used a cystoscope in his office to remove the tip of the catheter which remained in the patient's bladder.